Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, the customer overfilled the cartridge. The customer declined further troubleshooting from tandem technical support regarding the reported issue, therefore no additional information could be obtained. There was no reported adverse impact to the customer¿s blood glucose level.